Event description:
It was reported that an alert/notification settings issue occurred. Initially, the patient¿s daughter stated that the patient´s physician told them to contact dexcom to get a new receiver. The daughter also stated that the patient can¿t hear and see well. She stated that the patient needed to be brought to the hospital due to a missed alert, and experienced symptoms of hypoglycemia and a headache. The reporter later mentioned that there had been a psychotherapy appointment around the time of the event. It was unclear if the patient´s daughter was referring to a planned appointment regarding the psychotherapy when mentioning the hospital visit that would have been needed for the event, but she was not able to confirm this once requested. No cgm reading was reported from the event, but the missed alert would have been for a low cgm reading. The daughter was not able to provide more information as she was not there the day of the event and was not able to share any details regarding possible treatment. When the physician of the patient was contacted, the doctor stated that the last time the patient was seen at the hospital was on the (B)(6) 2024. The doctor also stated that the patient is currently receiving psychotherapy and was experiencing symptoms of schizophrenia. Furthermore, the doctor stated that because of this the patient was physically not well and had a lot of issues in the last 2 to 3 months. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.